Event description:
A guidant clinical account coordinator (cac) reported that a pt that was treated with radiation (using the galileo system) in september 2003 presented in 2004 with an aneurysm of the left ventricle. The pt was treated for this condition, although the exact treatment was not reported. It could not be determined if the radiation treatment performed in september, 2003 could be related to the pt's current condition. Guidant followed up for additional details of the event and the pt status. It was reported that the radiation treatment was delivered to the circumflex artery in 2003 prior to the radiation treatment, the pt had only had an echocardiogram to assess the left ventricle. After radiation treatment, an lv gram was performed and that is when the cardiologist noted the aneurysm in the lateral wall of the left ventricle. The cardiologist felt like the radiation treatment could have contributed to the aneurysm since the circumflex artery feeds the lateral wall of the ventricle, however since an lv gram was not done prior to the radiation treatment, it is unk if the pt might have had the aneurysm at that time. The pt's current condition is stable and the cardiologist has not determined what further treatment may be necessary.